Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on available information, the reported slda and poor imaging appear to be due to procedural circumstances. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of tr was due to the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with grade 4. The first clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed; however, the clip opened to 60 degrees when establishing final arm angle (efaa) a second time. The physician decided not to deploy the clip. The cds was removed with the clip and a new cds was used. The second cds was advanced to the mitral valve and during the third efaa, the clip opened to 60 degrees. The physician decided to re-close the clip and deploy the clip without further efaa. One clip was implanted, reducing tr to 3. A delay was reported; however, it was not a clinically significant as there was no adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening during establishing final arm angle (efaa). The reported off-label use (patient selection) could not be replicated in the testing environment as it was related to patient and procedural conditions. The returned device analysis observed bent frictional elements. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and a conclusive cause for the clip opening during (efaa) in this incident could not be determined. A conclusive cause for the observed bent frictional elements cannot be determined. It should be noted that the mitraclip system instructions for use (IFU), states under the "intended use" section that " the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use is associated with the procedure being performed on the tricuspid valve. In this case, the off-label use did not contribute to the clip opening during efaa. There is no indication of a product issue with respect to manufacture, design or labeling.